Event description:
The following was reported by a consumer: "consumer and hcp reported that his wife has had an escalation of her eczema since the stent was implanted. She has a nickel allergy and has had itching with the eczema. She has been using steroid creams which have worked for about a week. He also reported that she experienced "a hole in her heart" due to the "lead wire going too far" during the procedure." Additional information has been requested, but none has been received as of the date of this report.

Manufacturer narrative:
The stent remains in the patient, therefore, no direct product analysis will be available.